Event description:
It was reported there was an unknown issue and a lead revision was planned for (B)(6). No diagnostic testing or troubleshooting was performed. It was unknown what the cause of the issue was or if the issue was resolved. It was unknown if any patient symptoms or complications were associated with this event. It was further noted the lead revision was completed and done for lead repositioning. It was unknown how the patient was doing following the revision. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# va00p29, implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3888-33, lot# v238362, implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3888-33, lot# va00p29, implanted: (B)(6) 2013, product type: lead. (B)(4).